Event description:
As reported: "during axsos surgery, after using osferion for a proximal tibia fracture, the sleeve and drill got stuck when drilling with a rocking drill. Spare drill was used and the surgery was finished without any other problem."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the sleeve was stuck on the drill bit as complained. The device inspection revealed the following: the inspection has shown that the drill sleeve is completely stuck on the drill bit in the received condition, no movement between the devices was possible. After dis-assembling, the drill showed extensive signs of degradation. Around the middle, the drill was worn out, most likely due to constant interaction with the sleeve during rotation. Minimal clearance and repeated relative surface motion may have led to fretting. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, with the extent of damage, it can be ascertained that the root cause of the issue is user related. Drill bits getting stuck inside the sleeve is a direct result of excessive friction between the drill and the sleeve due to a potential misalignment during use in combination with the use of damaged drill sleeve, which finally leads to fretting. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "during axsos surgery, after using osferion for a proximal tibia fracture, the sleeve and drill got stuck when drilling with a rocking drill. Spare drill was used and the surgery was finished without any other problem."